Event description:
It was reported the coil could not be detached during procedure and was removed from the pt. No pt injury reported.

Manufacturer narrative:
The device has been evaluated and confirmed the implant coil still attached to the pushwire, but the eval could not determined the cause of the event. (B)(4).